Event description:
The surgeon inserted a competitor's lens using the indigo-p injector. Upon insertion into the eye the lens was cut by the injector. The lens was removed and another lens was inserted. No patient injury. The cause of the lens being cut by the injector was due to not enough viscoelastic was used. Patient's current prognosis, good.